Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and vibrator motor assemblies were found with corrosion traces. The device had cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir window, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call, the customer had accidently worn the device in the water and now its beeping. Customer wore the device into the ocean and got out and heard a beep and the screen was blank. Customer's blood glucose was unknown. The device had gone blank immediately after the device was exposed to moisture. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.